Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed interrogation difficulties. A screen was observed saying software was not up to date on the programmer. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.